Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with antibiotics (name, dose and frequency not reported) as corrective treatment . The nurse reported that the etiology of the aseptic peritonitis was unknown. The patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.